Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that on (B)(6) 2007 the patient underwent: anterior discectomy l4-5. Anterior interbody fusion l4-5. Anterior interbody cage l4-5. Posterior instrumentation l4-5. Posterolateral inter-transverse fusion l4-5. Preoperative diagnosis: degenerative disc disease, l4-5. Lumbar radiculopathy. Per-op notes: "once the end plates were decorticated, a complete discectomy was performed. A trial was brought into the field. This was gently tapped into the position. The peek spacer was then brought into the field. This was packed with rhbmp-2 bone graft and then gently impacted into position. Final position of this was checked in ap and lateral planes and found to be adequate. Neuro-monitoring was performed during this entire portion of the procedure... Screws were placed using the standard technique. This was done by making a small stab incision over the pedicle of l4 and l5 on the right side. The pedicles were then tapped using the cannulated tap. The pedicle screw was then placed." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.